Event description:
The device was explanted due to extended charge times.

Event description:
The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
The device was unable to charge to voltages greater than 328v. The observed extended charge time was caused by a short in one of the high voltage capacitors. When the capacitor was replaced, the device exhibited normal charging characteristics. The root cause for the short could not be determined due to the extent of damage found during the destructive analysis of the hv capacitor.